Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded discrepant results on a patient. There was no patient information available at the time of this report. Method: hemochron, result(sec): 400, sample: a; medtronic, 380, a; I-stat, >1000, a; medtronic, 287 , b; I-stat, 312, b. Per I-stat system manual (art: 770715-00a), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood, and is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.